Manufacturer narrative:
(B)(4). Investigation summary: the reported event has been evaluated and will be monitored. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: the reported event has been evaluated and will be monitored. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint #(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Account name: (B)(6) hospital. On (B)(6) 2017, primary tha surgery was performed for hip osteoarthritis. During the surgery, the delta head 28mm (part#:136528320, lot#: 8454254) was mistakenly implanted, thought it must be delta head 32mm. The surgeon confirmed the fact through an x-ray and then replaced the delta head28mm with a delta head 32mm. The surgery was completed with a 60-minute delay, and there was no adverse consequence to the patient.